Manufacturer narrative:
(B)(4) if explanted, give date: not applicable as lens remains implanted to date. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a toric intraocular lens, model zct225, implanted in the right eye of a female patient was repositioned because the lens has rotated. There was no patient injury or vitrectomy reported. Patient is reported to be dong well. No additional information has been provided.

Manufacturer narrative:
To date the intraocular lens (iol) remains implanted into the patient's eye; therefore product testing could not be performed and the customer's reported complaint could not be verified. The manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. The complaint related test is the dimensional inspection performed at lens generation. The results show all dimensions are within specification. In addition optical and cosmetic inspection were performed at final inspection. Hence the lens met the required specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed all pertinent information available to abbott medical optics has been submitted.